Event description:
It was reported that the training staff could not insert a cartridge into an ilet pump because the cartridge would not seat fully and the connector could not be twisted on, and visual inspection suggested a fixed piece within the cartridge chamber obstructing insertion; multiple cartridges and connectors were tried, all fully rewound, and the supplies functioned on another ilet but not on the patient¿s unit. Symptoms included no adverse physiological effects because therapy had not begun and blood glucose was not impacted. Outcomes included replacement of the affected ilet so training could proceed and return of the malfunctioning unit. Investigation included device history review, troubleshooting with alternative cartridges and connectors, and comparison to a functioning ilet. Investigation of this case revealed a suspected mechanical obstruction within the pump¿s cartridge chamber consistent with a cartridge interface or chamber component defect preventing proper cartridge engagement. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue related to the cartridge chamber or adaptor interface.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.